Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got rf pic failed self-test. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with constant alarm and unable to communicate to test minilink and the glucose sensor simulator to verify radio frequency test failed alarm, problem isolated to radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to an alarm. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address and serial number label.